Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 600mg/dl. Troubleshooting was performed. Reviewed the alarm history and found reservoir alarms. The programming revealed that the customer doubled his insulin delivery when his glucose level began to rise, but he did not change the infusion set, which may have caused his high blood glucose. Ran a fixed prime and high pressure test and the tests passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.